Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an x on the device even after passing the operation test. There was no patient involvement. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290.

Manufacturer narrative:
The device is evaluated at customer site. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause is due to a damaged rfu indicator. The customer was given the part number for a replacement rfu indicator.